Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone.

Event description:
Revision of knee components due to loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of knee components due to loosening.